Event description:
It was reported that the xience stent delivery system (sds) was advanced with difficulty through a guideliner to the heavily tortuous and heavily calcified mid right coronary artery via a radial approach. The physician indicated extra force was required to advance the sds due to the tortuosity. When the sds reached the lesion it was seen that the stent dislodged from the sds but remained in the guideliner. The guideliner, sds and dislodged stent were removed from the anatomy as a single unit without intervention. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: extra force was used to advance the stent delivery system against resistance. The customer reported the device was discarded. Resistance during advancement of the stent delivery system (sds) through the guide liner/anatomy may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, guiding catheter/guide liner damage or size, or insertion technique. Reportedly, force was used to advance the sds through the guide liner to the lesion. It should be noted that the xience v instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. In this case, it could not be determined if the IFU deviation caused or contributed to the difficulties experienced. The size of the used guide liner was not reported; therefore, it is unknown how it may have contributed to the reported difficulties. Since the guide liner reduces in size by one french, it is possible that the use of the guide liner contributed to the resistance during advancement, then, upon withdrawal of the sds, the stent implant subsequently caught on the tip of the guide liner and dislodged. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are checked for damage and crimped stent profile. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Although the return of the xience v sds may have assisted the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no other incidents. There is no indication of a product quality deficiency.